Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred during basal delivery. Reportedly, the customer allowed the pump battery to fully deplete and during troubleshooting with tandem technical support, the unspecified malfunction alarm was cleared, and insulin delivery was able to be resumed. Customer¿s blood glucose level was 214 mg/dl.